Manufacturer narrative:
Additional information: g3, g6, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.  Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred. After anatomical reconstruction of the left atrium and after few rf applications, the patient became bradycardic, an echo was performed via transthoracic probe, and a pericardial effusion was detected. A pericardiocentesis was performed to stabilize the patient and the procedure was stopped. There were no performance issues with any abbott devices. The patient is currently in stable condition.